Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, component codes, investigation conclusions, h11. A getinge field service engineer (fse) says customer stated unit has been charging 2 days,but no errors logs or faults logs found.fse perform battery test. Battery test "failed" after 42 min. As per service manual batteries need replaced,so replaced 2 batteries. Completed all functional and safety tests per manufacturer specifications and unit returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check discovered by customer and fst was contacted, the cs300 intra-aortic balloon pump (iabp) do not hold battery charge and display has fuzzy screen. There was no patient involvement reported.